Event description:
The customer stated they had a fasting blood glucose comparison performed. The lab result was 176mg/dl and the customers device read 297mg/dl. No treatment was received based on the result. Unknown if controls were in range. A request was made for the return of the suspect device and replacement product was sent.